Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late.

Event description:
Patient reported capsular contracture on left side. Per imaging "a collection with thick / hyperproteic content located on the left implant," "radial folds," "round calcifications," "extremely dense breasts," "adjacent liquid," "elastomer folds," "arthralgia, fibromyalgia, fatigue, hair loss besides intense mammary pain, with suspicion of asia syndrome." Device remains implanted.